Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient's dentist mentioned patient has stopped wearing byte for a few months. The itero scans show during treatment- posterior open bite forming on left side. There is high risk of posterior open bite with current occlusion of crowding on mandibular arch and spacing on maxillary arch. There is moderate risk of periodontal disease returning. Per dentist, if patient continues byte treatment, they would recommend treatment for gingivitis and localized perio first; then start byte again with new trays from new impressions since patient has stopped wearing for a few months and they no longer fit.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.